Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/01/2024, it was reported by a arthrex subsidiary employee via (B)(4) that an ar-300 drill was causing a burning smell. This occurred before use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that overheating was the most likely cause of the reported failure. The device's manufacturing date is 29 december 2021. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.